Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed recorded episodes of inappropriate automatic mode switch caused by far field r wave oversensing on the atrial channel. Programming interventions were made. There were no patient consequences.